Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open. The jaws were opened by pulling the trigger from the handle by hand and the device was released from the patient. There was no damage on the target tissue. The clip was formed properly. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Advancer bypass, indicator wheel failure. The analysis results found that the el5ml device was returned with the jaws in the open position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The remaining 3 clips were conforming according to our manufacturing specifications. The device locked out as intended, however, the orange indicator was noted under-traveled. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A possible cause of the found condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator was under-traveled, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.